Event description:
A customer contacted beckman coulter inc. (Bci) reporting fluid leaking under the hydropneumatic area. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found fluid came from condensation drain from the pump box. Fse repositioned the drain the fluid into pump box drip tray. Fse found leak from the co2 electrode chamber. The electrode was missing the quad ring. Fse replaced the quad ring.